Event description:
Note: this report pertains to the first of two events that occurred during the same procedure. A hydratome rx sphincterotome device was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure on a male patient (age and weight unknown) in 2008. According to the complaint, "... During the sphincterotomy, the cutwire on [the] first tome broke." The physician reportedly removed this device and continued the procedure using a second hydratome rx sphincterotome device. Refer to MFR report #3005099803-2008-00427 for details regarding the second event.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, the cause of the reported malfunction is undetermined. Since the lot number of the suspect device remains unknown, the customer's shipment history was reviewed. This review identified three lots, which were shipped to the customer prior to the event. The device history record for each of these lots was reviewed; no anomalies were noted. Additionally, a search of the complaint database did not identify any additional complaints reported for any of these lots. For complaint trending purpose, the hydratome rx sphincterotome product family is included in the same trend report as the jagtome product family. The march 2008 15-month jagtome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.